Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. No intervention was performed and the lead remained implanted. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2014, states that the lead continued with capture issues. The lead was capped and replaced.